Event description:
It was reported that pump displayed malfunction alarm code malf 0 with fault ID 0-0x277d and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again; caller acknowledged and understood these instructions.